Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was awakened with breathing difficulty and presyncope. The patient then presented to the emergency department with dizziness, palpitations, chest discomfort and bradycardia. Loss of capture and a sharp increase in threshold were noted on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. Implantable cardioverter defibrillator (ICD) implantation was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.